Event description:
It was reported that the pt experienced a loss of therapeutic effect about 1.5 months ago. The pt only uses the device at night, and has been experiencing urinary incontinence at night after using a mechanical message machine at the chiropractor 1.5 months ago. One massage was a vibration and the other was a strong, thumping sensation. Prior to the massage the pt had been on program 2 since the implantation with excellent results. The pt tried increasing stimulation to 4 volts, but that was too painful. The pt switched to program 3 at 1 volt and felt comfortable stimulation and no pain. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).